Event description:
During a device use for a patient transport, it was reported that the device lost power and it would not turn on. The patient was reported to have chest pain but the medics determined the patient had a non cardiac related condition. The device was in use for monitoring purposes and had no adverse effects. The patient was successfully transported to the hospital without any further incidents. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control's initial device inspection was unable to verify the reported failure. Physio continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control's additional device evaluation determined the most likely cause for the reported power problem to be a flaked off dome conducting material from the large keypad assembly. The conducting material could have caused an electrical short of the on/off button key to result the reported problem. Physio-control will replace the large keypad assembly to resolve the device problem. The device will be repaired and returned to the customer for use after confirmation of proper device operation.